Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. A new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 356mg/dl.